Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient states no visualization of foam. The manufacturer received information alleging device over-pressurized, ripped cartilage bridge nose, and caused painful disfigurement. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging of upon gfe the patient denied any visualized particles but stated that the "machine over pressurized, ripped cartilage bridge in my nose causing pain and disfigurement of my nose." The patient also reported that they "stopped [using the device] for 3 yrs until I had to go in for another study this year and they changed pressures and told me it was fine to use again, though I wake up having panic attacks and rip it off my face. I¿m afraid it is going to hurt me again even with the new mask that will pop off. There was no serious patient harm or injury. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of upon gfe the patient denied any visualized particles but stated that the "machine over pressurized, ripped cartilage bridge in my nose causing pain and disfigurement of my nose." The patient also reported that they "stopped [using the device] for 3 yrs until I had to go in for another study this year and they changed pressures and told me it was fine to use again, though I wake up having panic attacks and rip it off my face. I¿m afraid it is going to hurt me again even with the new mask that will pop off. No medical intervention was specified by the patient. No additional information can be requested at this time. In box b: adverse event / product problem - describe event or product problem, box h:device manufacturers-type of reported complaint, (device)problem code grid and health impact grid.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged visualization of particles there was no report of serious or permanent harm or injury. The device was returned to a third-party service center. The technician confirmed no particles in the air path during the device evaluation. The third-party service center concludes that they couldn't confirm the customer's allegation and the device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box h: evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.